Event description:
It was reported that prior to an unknown procedure, the handpiece did not work. The test showed error 3b. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled and the acoustic isolator was torn. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.